Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 2/17/15 with the following results: an ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor calibration check showed the pump is detecting the correct force. Unidentified force low was observed in the black box but the force sensor calibrationwas within specifications. The black box shows loss of prime warning associated with a low non-zero force on (B)(6) 2014 07:49; deliveries never resumed. On (B)(6) 2014 15:25 loss of prime warning associated with a low non-zero force was observed; deliveries resumed at 17:46. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose of 420 mg/cl with abdominal pain and symptoms of dehydration, and that the pump had repeatedly lost prime. The patient received no unusual treatment. During troubleshooting, customer support (cs) found that the cartridges were being used per IFU, the cartridge cap was properly secured, and there were no associated alarms in the pump history. This complaint is being reported as the loss of prime issue was not resolved and the patiient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.